Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they may have administered too much insulin that caused the lows and the customer to pass out. The customer states they had also received battery out limit alarm. The customer's blood glucose level was 305mg/dl. The customer's blood glucose level at the time of hospitalization was 60mg/dl. The customer was treated for the lows at the hospital. Troubleshoot was conducted and the customer did not believe the pump was over delivering. The customer was advised to monitor the device.